Manufacturer narrative:
The returned device was evaluated and the device was received deployed. During investigation, the exposed portion of the soft cannula was observed to be stretched. The observed stretched soft cannula was confirmed via out of specification measurement taken of the entire soft cannula length. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the damaged soft cannula could not be determined. No timeouts, drive stall or hazard alarms were generated during operation. The device was reset, paired with the master personal diabetes manager, and programmed to deliver a 5-unit bolus. No communication error was observed during the rerun. No issues were seen with the device. The patient history buffer data showed no evidence of issues with insulin delivery. The cause of the reported communication error could not be determined.locked down smartphone: lockdownomnipod software app version: 3.1.1operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 24 and 36 hours. In addition the patient reports receiving a pod communication alarm during wear.